Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The engineer downloaded the logs. Log analysis reveals the there are cfb logs events in the past and confirms the epc issues (intermittent). The root cause was determined due to epc - bios password screen activated. User interface controller (epc) is not starting-up properly. Most likely due to die crack due to mechanical stress caused by particles in the conductive paste. As a resolution, vyaire tech support proceed with warranty replacement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for evaluation. However, vyaire technical support advised to force download the logs by inserting a thumbdrive and boot up. Log analysis shows cfb log events in the past and confirmed epc issues (intermittent). Initiated main electronics and spare parts for replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 is presenting error on screen "enter password" upon booting up (start up). Furthermore, there was no patient involvement associated with this event.